Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This device is used for treatment. No device or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, loss of range of motion, instability and loose feeling.